Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported via iol (intraocular lens) reply card that, damaged iol prior to use and wasted. Additional information received and stated that, the iol did not load correctly when entering the eye and the implant was damaged upon being implanted. No patient harm reported and patient was not hospitalized for the event.